Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested and the following was obtained: the information I was provided was it was a 4-0 monocryl cutter needle for certain and possibly a 2-0 vicryl sh needle. Since they were discarded that's the only information I have to go off of. Going off of what they use most, the code could either be mcp496g or mcp426h for the monocryl and the vicryl could be vcp417h. Again, that's not 100% accurate because the needles and packaging were discarded.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: I was not there when this happened but I was given word that two packs of monocryl sutures had only two needles in them and then on two separate occasions a couple needles have broken during a procedure and they then had to find the needle tips. No patients were harmed but they¿ve had these two issues occur recently. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when were the needles broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - please provide the product code and lot number. Related medwatch reports: 2210968-2024-00490.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke easily/very fragile. Package was discarded. There were no adverse consequences reported. Additional informaiton was requested.